Event description:
No information, lap-band returned to distributor. Event further clarified - device received with extensive surgical damage. Event further clarified by surgeon as, "no result after insuflation. Weight gain. X-ray showed leakage."